Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed and was unable to recover. A field service engineer (fse) replaced three damaged screws in the latch housing to restore proper securing of the component. The fse also replaced the worn slide on the left side to ensure smooth drawer movement and replaced the retractor band to restore proper retraction functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a hardware failure occurred involving drawer 6. The customer reported that the drawer could not be recovered. Upon assessment, the drawer latch was found to be detached from the frame, preventing normal operation and recovery of the drawer. The customer requested urgent assistance to resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.